Manufacturer narrative:
This lead was surgically abandoned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial lead was surgically abandoned due to impedance measurements greater than 3000 ohms and high threshold measurements.